Manufacturer narrative:
The reported event of inappropriate or inadequate shock and stimulation was not confirmed. The device was at elective-replacement level with normal output and normal high voltage shock. Electrical and mechanical tests found no anomalies. Longevity assessment found the device meets its projected longevity and is consistent with normal battery depletion.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited inappropriate therapy. As a resolution the ICD was explanted and replaced. The patient condition was unknown. Further information was requested but was not received.